Manufacturer narrative:
Foreign zip code: (B)(6).

Event description:
It was reported that during an ankle tendon achilles repair, when using a twinfix ultra, the tip of the suture anchor broke when being inserting into the patient metatarsal bone. The pieces were removed from the patient. The procedure was completed without significant delay using a back-up device in the same bone hole. No patient injury or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H10. H3, h6: the reported 5.5 twinfix ultra pk anchor w/needles, used in treatment, will not be returned for evaluation. Without the reported product a visual evaluation cannot be performed and the customers complaint cannot be confirmed. From the information provided, the tip of the anchor broke during insertion. An exact root cause cannot be determined with confidence; however, factors that could have contributed to the reported event include: excessive forces applied during use. Not preparing the insertion site with the recommended prep device. The instruction for use outlines precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. A review of the manufacturing and complaint records was performed for the reported lot, there were no indications that would suggest that the device did not meet product specifications upon release into distribution.